Manufacturer narrative:
(B)(4). The returned microcatheter was missing its tip. Proximal to the tip breakage end, circumferential cracks were observed, suggesting the tip was torn off due to tensile stress. On the tip surface, damages of top polymer layer were found that were assumed to be made by contact with calcified segment. From the broken end, the underlying braids were exposed and found fractured. The above findings suggested that approximately 5 mm of the distal segment of the catheter tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that stress exceeding the product's design limit was inadvertently applied to the catheter while its tip was being trapped by the calcified lesion. That stress was assumed to be locally applied between the catheter shaft and the tip along with catheter manipulation, causing damages to the tip. Upon catheter removal, the damaged tip was assumed to become separated. There was no indication of product deficiency. Instructions for use (IFU) states that: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a moderately calcified 90-99% stenosis in the lad #6. After rotablation was performed, the physician attempted to exchange the rota wire to an asahi 0.014 inch guide wire by using the subject microcatheter when the catheter tip became separated. A snare was used to retrieve the separated tip, however, the attempt failed. The physician determined to leave the separated in situ and resumed the pci. The blood flow was reestablished by a deployed stent. The patient was reportedly without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.